Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deploy 1 endeavor resolute dug-eluting stent (2.50mm x 14mm) to treat a calcified lesion in the lad with 80% stenosis but it could not pass the lesion. The patient is good. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: a strut on the 8th proximal stent segment was raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).